Event description:
It was reported the device was used during an appendectomy. It was reported the linear cutter fired but would not cut during the procedure. The case was finished with another stapler. There was no consequence to the patient.